Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 19 months. Based on the follow-up with the health-care provider, the explant was due to prosthetic mitral valve endocarditis and dehiscence with perivalvular leak. Per the operative report, the patient had developed flu-like symptoms, which progressed into shortness of breath with rest and was admitted to the hospital and urgently scheduled for surgery the same day. Patient was hypotensive at the initiation of the operation and appeared to be grayish discolored. The left atrium was then reopened. The valve was indeed dehisced by almost 50% of its circumference. There were vegetations, which had dropped down to the ventricle, and vegetations on the superior aspect of the left atrium with blood clot also present. The valve was debrided out, removing all pledgeted material and all valve housing. A postbypass tee indicated approximately a 30% to 35% ejection fraction, which was consistent with the prebypass ejection fraction and no mitral regurgitation or perivalvular leak. Excellent prosthetic valve function was noted. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4): dehiscence of prosthetic mitral valve and vegetations. Unfortunately, the edwards device was not returned; therefore, the source of the reported infection could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. No further actions are possible. Please note that this patient had a related event; please reference the MDR submitted for device serial number: (B)(4).